Manufacturer narrative:
Occupation is patient/consumer. The returned test strips were measured on reference meters with a high level control sample: target range: 2.4 - 3.0 inr, measurement 1: 2.7 inr, measurement 2: 2.7 inr, measurement 3: 2.7 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. The returned and the retention material meet the specification. Product labeling states: "the presence of anti-phospholipid antibodies (apas) such as lupus antibodies (la) may lead to prolonged clotting times, i.e., they may cause false-high inr values. If you have or suspect that you have apas, discontinue testing until you discuss with your physician." On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of discrepant inr results with coaguchek inrange meter unknown serial number compared to an unknown laboratory method. At 9:00 a.m. Result from the lab was 3.31 inr. At 11:00 a.m. Result from the meter was 4.6 inr. The patients therapeutic range is 2.5 - 3.0 inr.